Manufacturer narrative:
The events occurred on an unreported date "since" (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug infusion for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was continued during the treatment and was withdrawn at the time of this report. The reporter declined to provide additional information.